Event description:
Healthcare professional reported "capsular contracture baker grade IV and possible rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and possible rupture". This record is for the right side. Device was explanted.